Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. (B)(4).

Event description:
It was reported that while the ventilator was connected to the patient two technical error codes were generated. One code indicated disabled valves and the other an internal memory error. There was no harm to the patient. (B)(4).